Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the cannula leaks and liquid leaked out of the side of the plastic attachment when injecting.

Manufacturer narrative:
Section b5 has been updated to include additional information. See section h4/h5 for the device manufacture date. See section h6 (evaluation codes: health effect - clinical code): updated to 4582 - no. Clinical signs, symptoms or conditions. See section h6 (health effect - impact code): updated to 2561 - missed dose and 4644 - medication required. <p>section e1 (initial reporter name and address - phone number): originally reported incorrectly (B)(6). A&nbsp;phone number was not provided by the customer.&nbsp;;</p>;;<div><font style="background-color: white;">;</font></div>.

Event description:
Customer reports: the cannula leaks and liquid leaked out of the side of the plastic attachment when injecting. Additional information was provided by the customer, and it was stated that the patient had to have an intramuscular (i.m) injection as a result of the issue because not all of the medicine/serum could be administered. There was no crack in the syringe.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of the machine setup was conducted and revealed no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There were 74 unused samples received for the evaluation. All samples were physically tested for leaking and no issues were found. Therefore, the reported issue is not confirmed. A root cause of the reported issue could not be determined. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic issue of the manufacturing process. Based on the investigation and root cause analysis, a corrective and preventive action is not deemed necessary at this time. This complaint will be used for qa tracking and trending purposes.